Event description:
The capture wire broke through 1 to 2 cm from the distal tip of the delivery catheter. The physician pulled the capture wire back into the clear section of the delivery catheter and used another spiderx .060 filter with the same lot number and was successful. No patient injury or intervention was reported.